Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the left ventricular lead impedance was high.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as no malfunction of the lead was indicated.